Event description:
It was reported the pt had experienced difficulty with using the programmer when he attempted to increase stimulation using the associated button on the device. Replacement of the external device resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.